Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed wako method. The sample was submitted for investigation where discrepant results were also identified for ft3 iii between the customer¿s e801 module, an e801 module used at the investigation site, and the abbott architect method. No questionable results were reported outside of the laboratory. The customer¿s e801 module was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation was 583301 with an expiration date of 28-feb-2023. The ft3 iii v2 reagent lot number used with the e801 module at the investigation was 611920 with an expiration date of 31-may-2023.

Manufacturer narrative:
The sample was requested for investigation.

Manufacturer narrative:
Two samples from the patient were submitted for further investigation. The customer's high ft3 iii result was not reproduced during the investigation. Results close to the upper limit of the normal reference range of the assay were received. No interfering factor was detected in the patient sample. From the information provided, a general reagent issue can be excluded. The difference in results between the different analyzers is due to the overall setups of the assays, the antibodies used, and differences in the standardization materials and procedures used. The investigation did not identify a product problem.